Event description:
Left shoulder arthroscopy. Arthrex arthroscopic scissor was noted defective in the patient after use (piece broken off). Items were removed along with broken piece from patient. Surgeon, surgical tech and room rn observed that the broken piece matched with the instrument.